Manufacturer narrative:
B5-additional information: the patient cancelled surgery as her pupil is still dilated. The doctor states the patient's iop has always been normal even at 2hr postop. The patient was given podiamox routinely and iop was unremarkable. Claim#(B)(4).

Manufacturer narrative:
Weight, ethnicity, race - unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2, -9.5/+0.5/131 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2021. Reportedly the pupil is fixed and dilated and pigmented cells are present. The lens remains implanted. The cause is reported as unknown.